Manufacturer narrative:
One set was returned for investigation along with the pump under pr 13442809. The administration set was tested, and no signs of free flow or other issues were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
It was reported that unspecified bd infusion set was broke the following information was received by the initial reporter with the following verbatim it was reported by customer that a small puncture to the IV lasix bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.